Event description:
The company was informed that the pt device was explanted due to infection. Advanced bionics is in the process of gathering more info. A supplemental report will be submitted once more info is received.